Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was observed with and without pocket manipulation. The patient was not pacemaker dependent. An invasive procedure was performed. The lead was connected to a pacing system analyzer (psa) and no noise was observed, however, when reconnected to the device after cleaning the pin and header, noise was observed. It was noted that the lead was implanted in a subclavian position, so subclavian crush was suspected, however, no anomalies were noted under fluoroscopy. The device was explanted and a new device was connected to the chronic rv lead and noise was still observed. The root cause of the observations was unable to be determined. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--